Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope displayed error 315. The issue occurred during a diagnostic colonoscopy, which was completed using a backup olympus device. A delay was reported; however, there was no patient harm.